Event description:
Customer's mother reported receiving a motor error alarm during the refill process. Customer's mother did not recall any significant events leading up to the error alarm. Blood glucose level was 301 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
The insulin pump was unable to prime/a33 during the prime/a33 test due to force sensor resistor. No motor error alarm noted during bolus and basal delivery, the motor was tested outside the device and passed. Testing of the insulin pump showed that it was functioning properly and passed all functional testing. The insulin pump has cracked battery tube threads, broken reservoir tube lip, minor scratched lcd window, scratched reservoir tube window and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.